Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was requested but not returned by hospital. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends concomitant medical devices: item # 11-301013/ arcos sts dist stem /lot # 932000; item # unknown / unknown screw/lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02745.

Event description:
It was reported that the surgeon prepared and implanted the distal stem. The proximal reamer was used to prepare the proximal femur. The surgeon reamed up to d. The d 60 standard was implanted with the green proximal body inserter handle and then using the torque limiting t handle the screw was screwed down. Reduction was done with implants in place. The surgeon needed to change the version of the proximal body. He was handed the 3.5 driver to undo the screw and could not remove the screw it was stripped. He needed to remove the whole construct and replace the items with new ones. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.